Event description:
It was reported to medtronic neurosurgery that on a few occasions, the valve changed pressure settings from level 1.0 to 2.5. The device was explanted.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was proved. All of our valves are 100% tested at the time of manufacture.